Event description:
It was reported that "helium loss alarm, had to remove it from the patient." Multiple attempts to obtain additional information from the complainant have been unsuccessful as of the date of this report.

Manufacturer narrative:
(B)(4).